Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca) documentation and also spoke with the pt/layperson regarding her on the event date, complaint. The pt clarified and reported additional information to this specialist eight days later. The pt was recently diagnosed. In the same month, the pt had been feeling "weak" all day. Between 3:30 to 4:00 pm, the pt attempted to test her blood glucose. During each test, the onetouch ultrasmart prompted an error message when blood would not completely fill the test strip. The pt does not recall the error message. One hour later the pt became shaky. Since she had no juice available, the pt drank sweet tea, feeling somewhat better later. The pt successfully tested for the cca using a test strip from another vial. Nevertheless, the cca replaced meter and test strips. The pt alleged no harm. Because the pt had a symptom that can be associated with hypoglycemia after being unable to obtain a result, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.